Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Initial reporter phone: (B)(6). Investigation summary: a returned instrument was received from the customer facility for investigation. The instrument was evaluated by the manufacturer and the customer's indicated failure mode was observed. Investigation conclusion: based on evaluation of the customer returned instrument, the customer¿s indicated failure mode was observed as the instrument did not meet the required specifications. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd sedi-40 instrument had a hardware/software malfunction. No serious injury or medical intervention.